Manufacturer narrative:
Investigation summary: it was reported hair was discovered in a 50ml syringe. To aid in the investigation, one sample and seven photos were received for evaluation by our quality team. Due to the type of contamination the sample was first sent for decontamination. There the foreign matter was removed from the syringe, so the foreign matter and syringe were received separated. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign matter in an attempt to identify the particle¿s composition. The ftir results indicated that wheat gluten flour was the closest match to the foreign matter. When a scan of a known hair was checked against the computer library the top match was to wheat gluten flour as well. It should be noted that without knowing how the drug in the syringe affected the foreign matter, it may not be possible to find conclusive results as to the exact composition of the foreign matter received. The seven photos show the samples received. It could be possible that during the assembly process the foreign matter was introduced into the syringe. A device history record review was completed for material 309653, lot number 1005536. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the gowning procedures were confirmed with all associates and there were no findings of any potential condition that could have induced this foreign matter. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that hair was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "hair is discovered in 50ml ll syringe."